Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) due to lightheadedness upon waking. The patient reported experiencing approximately five episodes of this sensation. Technical services (ts) was consulted and determined that there were no stored episodes with noise or oversensing. Ts also noted that recent auto-threshold tests showed low output measurements, which could potentially indicate a loss of capture (loc) concern; however, backup pacing would have occurred if needed. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.